Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during use of the listed hypodermic needle for patient injections, the needle separated from the syringe. No adverse effects to patients or users reported.

Manufacturer narrative:
(B)(4) unopened samples from lot: 3055628 and (B)(4) unopened sample from lot: 2802398 were received for investigation. Visual inspection did not reveal any visible defects or anomalies. All samples remained assembled upon opening each package. A simulated use test was performed on the samples. The returned samples were removed from their packages and assembled to the mating luer of a syringe. The samples were assembled according to IFU, whereby a push and a twisting motion is used to seat the needle onto the needle-pro device. The needle was inserted within an isoprene injection site (simulating the patient). The plunger of the syringe was advanced (simulating injection) and the assembly was then drawn back removing the needle from the "patient". The samples were observed for signs of disconnect between the needle and the needle-pro device or the needle-pro device and the syringe luer. No issues were observed. All samples remained assembled as intended. Based on the results of this investigation, the complaint could not be confirmed.